Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to erosion and pocket infection. The chronic leads were not explanted as the surgeon was not able to extract them. It was reported there was apparently no evidence of infection beyond the pocket. A new device and new leads were implanted. No additional adverse patient effects were reported.